Manufacturer narrative:
Block date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was charging the ipg for longer periods of time. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. Explanted ipg will not be returned.